Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's wife that the customer received a motor error alarm during rewind. Customer's blood glucose level at the time 170mg/dl. Advised insulin pump would be replaced. No additional information is provided.